Event description:
It was reported that during a knee procedure using a super turbovac 90 icw wand, the metal plate on the tip of the wand detached from the tip while inside the surgical site. The tip was not retrieved from the surgical site; however, the procedure was completed without any further complications reported.